Manufacturer narrative:
Product complaint # (B)(4). Health effect - clinical code: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revision case involving a pinnacle liner. The revision case happened (B)(6) 2021 and it was perform due to the pinnacle liner and the 3 pegs were flattened and dislodged from the ards in the pinnacle cup. The liner was discarded into a sharps bin and is not available to be sent for testing. The primary case was on the (B)(6) 2019. For the revision, the pinnacle cup was left in the patient and the liner was changed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.